Event description:
It was reported that difficulty withdrawing device occurred. A 90 percent stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). During percutaneous coronary intervention, an opticross imaging catheter was selected for use. When it was pulled out, inside the previously placed non bsc stent, resistance was felt. It was pushed and pulled while being rotated and it was removed then without problem. Altaview was used after that and the procedure was completed. When it was checked outside the body after the procedure, the exit port was found to be slightly lifted. No patient complications were reported.

Event description:
It was reported that difficulty withdrawing device occurred. A 90 percent stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). During percutaneous coronary intervention, an opticross imaging catheter was selected for use. When it was pulled out, inside the previously placed non bsc stent, resistance was felt. It was pushed and pulled while being rotated and it was removed then without problem. A non bsc product was used after that and the procedure was completed. When it was checked outside the body after the procedure, the exit port was found to be slightly lifted. No patient complications were reported. Device evaluated by MFR: the product was returned for analysis. Unit returned in a generic plastic bag with batch 22457035 printed on it, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.